Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a ventral hernia repair on (B)(6)2017 and the mesh was implanted. During the procedure, the orc barrier of the mesh was flaking off. Another like device was used to complete the procedure. There were no reported patient consequences. No further information is available.